Manufacturer narrative:
(B)(4).

Event description:
New information received: insulation was observed on the rv lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for follow-up via merlin.net transmission, noise was observed on the rv lead. Inhibition of pacing was noted and patient was dependent. Patient presented for further testing and programming changes were made. Lead was capped and a new lead was implanted. Patient was stable.